Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopped working occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a sensor stopped working is reportable based on the finding of signal loss greater than an hour and an early sensor expiration. No injury or medical intervention was reported.